Manufacturer narrative:
Corrected data: health impact code philips has investigated this complaint. According to the additional information collected, diagnostic procedure was perf by the customer when the issue occurred; problem was intermittent, and the procedure was completed with another attempt. The philips field service engineer (fse) inspected the system on site and confirmed that the system was producing intermittent fluoroscopy with the footswitch. Upon troubleshooting fse found that the footswitch was faulty. To resolve the issue, fse replaced footswitch. The defective footswitch was returned to philips for analysis and indicates that all four anti-slip rubbers were absent. The footswitch's sides exhibited significant damage. Additionally, the cable displayed a small area where the isolation was gone showing the shielding. The connector mounting plate was slightly bent forward, with one connecting thread missing and the other broken off. During testing, one of the pedals failed to consistently produce a safety signal, a problem that persisted regardless of whether the cable was held still or moved. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was perf by the customer when the issue occurred; problem was intermittent, and the procedure was completed with another attempt. The philips field service engineer (fse) inspected the system on site and confirmed that the system was producing intermittent fluoroscopy with the footswitch. Upon troubleshooting fse found that the footswitch was faulty. To resolve the issue, fse replaced footswitch. The defective footswitch was returned to philips for analysis and indicates that all four anti-slip rubbers were absent. The footswitch's sides exhibited significant damage. Additionally, the cable displayed a small area where the isolation was gone showing the shielding. The connector mounting plate was slightly bent forward, with one connecting thread missing and the other broken off. During testing, one of the pedals failed to consistently produce a safety signal, a problem that persisted regardless of whether the cable was held still or moved. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system produced intermittent fluoroscopy with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.